Event description:
It was reported that during an open right hepatectomy procedure, the device was used for cutting the right hepatic vein. A new device had been opened and applied on the right hepatic vein. The first surgeon closed the triggers as usual without any extra force. However, bleeding occurred immediately after firing trigger was closed. The second doctor mentioned the patient lost about 2000cc blood before the bleeding was stopped by suturing done by the first doctor. They both found that there was no staple found on both the patient and the specimen sides of the area applied by the device. Only a few unformed "c-shaped" staples were found in the distal part of the jaw. They investigated the drivers from the cartridge were applied. Blood transfusion was arranged for the patient immediately and medication was also used to rescue the patient. Eventually, the operation was successfully done by both doctors. Patient was sent to high dependency unit after operation. Second doctor concerned such incidence will prolong the patient's recovery time and other complications. The patient is stable. One device being held for legal reasons.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information requested and received: where was the vessel placed within the device jaws? Proximal part. Were the forces to fire higher than normal? No. What was the patient's disease state? Ca liver. Was the bleeding noticed during the firing sequence or after the jaws were opened? Right after the jaws were opened. Were clips used in the procedure? Yes, but not near to that right hepatic vein.

Manufacturer narrative:
(B)(4). Additional information: conclusion: based on the photographic evidence, the event description of no staples cannot be confirmed. The analysis showed that the atw35 device was received in good visual condition and with a tr35w cartridge reload present. The tr35w cartridge was received partially fired 2/3 and with the cartridge lock out tab normal. Additionally the cartridge pan was partially dislodged at distal end. After further evaluation it was noted that there was damage on the cartridge pan surface. The damage to the cartridge pan is consistent with an improper or incomplete loading/seating of the cartridge. If the cartridge is not fully inserted/seated into the channel, the retention features on the cartridge are not engaged to the channel windows of the device. At firing the device will push the cartridge forward resulting in the pan to partially or completely dislodge. It should be noted that 100% inspection takes place during manufacturing to ensure that the cartridges are loaded correctly. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Although no conclusion could be reached as to how the cartridge was not properly seated before the device was fired, it is possible that the cartridge was not loaded correctly into the device or the cartridge was loaded correctly and while manipulating the devices into the tissue to be stapled the most distal part of the cartridge encountered an upward force either from contact with another device, solid structure or an organ resulting in the cartridge to partially disengage from the channel. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.